Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic robotic assisted wedge resection. While being applied to the lung, the stapler would not fire. The clamp test was performed successfully and the green blinking light to fire was seen. The case was complete using a new reload. No patient injury.